Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The set was not made available for investigation.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted upon the completion of the plant's investigation.

Event description:
Peritoneal dialysis patient reported that the cycler alarmed with air detected in cassette and the drain complication in drain 2 of 5. Patient cancelled the treatment. In step 10 of the treatment end process the patient reported there was a fluid leak all over the cassette and pump module. Patient's peritoneal dialysis registered nurse (pdrn) later reported that the fluid leak did not result in any adverse events. Patient performed continuous ambulatory peritoneal in order to complete treatment. The set may be made available for investigation.